Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/02/2024, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm. On 01/02/2024, it was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation, and infection, extended beyond the patch perimeter, which occurred 5 days after the sensor had been inserted in the arm. The patient consulted a doctor, and the skin reaction was treated with a prescription of flucloxacillin 4 times a day for a week. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.